Event description:
The customer reported that the system turned off twice (shut down). This resulted in a recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and reseated the 5 volt power supply connectors. The system operates as intended.